Event description:
It was reported that a malfunction alarm occurred. The customer reverted to injecting via syringe-short acting insulin. There was no adverse impact to the customer¿s blood glucose level.